Event description:
Reportable based on device analysis on 29 nov 2024. It was reported that a catheter issue occurred. The 80% target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The opticross 6 hd catheter was introduced for intravascular ultrasound (ivus) examination of the target lesion. Resistance was encountered when advancing the device to the lesion. There was no imaging and it was noted that the device shaft was accordioned. The procedure was completed successfully using a new catheter and motor drive unit. No patient complications were reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed kinks in the imaging window assembly and the imaging window was observed twisted. The drive shaft was broken, and imaging core windup was found within the imaging window section of the device. Impedance inspection showed an electrical open at distal end of the device. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.